Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the atrial lead exhibited a sensing issue resulting in inappropriate automatic mode switch (ams) and undersensing. No intervention was performed. The patient condition was unknown and will continue to be monitored.